Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Infection - vagina [vaginal infection]. 9th or 10th day of her next period, the bleeding hadn't stopped [oligomenorrhoea]. Continuous bleeding from her private parts - female genital [genital haemorrhage]. String broke off, causing her to think the tampon had fallen out when it had remained inside her body for over 40 days [foreign body in reproductive tract]. When using one of the tampons the string broke off [device breakage]. Hormonal issue [hormone level abnormal]. Thought the tampon string had snapped and the tampon had fallen into the toilet. Tampon remained inside her body for over 40 days [device use error]. Case narrative: consumer reported via phone that the tampon string broke off and the tampon remained inside her body. No serious injury reported.